Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and dizziness. The right ventricular (rv) lead exhibited high and rising thresholds and impedances. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.